Event description:
Boston scientific: captivator, cold, thin wire 10mm rounded issue with device not opening properly during procedure. Appears to get stuck within device. A second device was opened and utilized to finish case. Scrub person reported similar issues have occurred with same device. Manufacturer response for captivator, cold, thin wire 10mm rounded, captivator, cold, thin wire 10mm rounded (per site reporter). Clinical site notified boston sci rep stephanie directly.